Event description:
Crew was on a long haul with a peds pts with bronchitis. The patient was put on the life pack 35, the monitor obtained the patient's baseline vitals without incident. About 45 minutes-1 hour into the transport the monitor stops trying to obtain the patient's vitals. The spo2 started to destat going from the low 90s to the 70s to the 60s then cutting off. Provider unplugged it from the life pack then back in with no change, then unplugged it from the connection to the sticky pulse ox's then back in the it would pop up for only a moment then would go back to no working, they cleared the spo2 reading off the screen then reattached with no change, they then attach a new sticky plus ox's to the patient with no change, they looked for any problems with the stick pulse ox's with nothing noted. The patient's hands were not cold or sweaty; they were warm and dry throughout this transport. The patient met all criteria for the child size bp cuff; the life pack took the patients baseline blood pressure with no issue. When 1 hour mark came to retake the patient's bp, the cuff would begin to pump up then once it reached 10 it would shut off, the provider tried to retake it with the same thing happening as they were trying to repeat the bp the screen would say "not compatible with the neonate bp cuff" the patient had on a child sizes cuff. The provider unplugged it from the life pack with no change, disconnected the bp cord from the child's cuff then unplugged it from the life pack with no change, cleared out the bp from the screen with no change. The life pack just kept reading the child size cuff as a neonate cuff.